Manufacturer narrative:
B3: year was provided but month and date was unknown; no information has been provided to date. One device was returned for investigation. It was reported that dso (downstream occlusion) sensor failure, confirmed through, occlusion test. Replaced, dso sensor. Dso/uso (upstream occlusion) sensor calibration. Performed pvt, unit passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that there was dso failure. The event happened during testing.